Manufacturer narrative:
Date of event of the initial medwatch report indicates: date of event - (B)(6) 2017. Date of event of the initial medwatch report should indicate: date of event - (B)(6) 2017.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio then replaced the therapy pcb assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio further examined the removed therapy pcb assembly and was initially able to duplicate the reported issue; however, once the metal shielding was removed from around the pcb's impedance circuit, the reported issue could no longer be duplicated. (B)(4).

Event description:
The customer contacted physio-control to report that they were unable to perform a synchronized cardioversion procedure on a patient.  No further details about the procedure were provided.  The customer advised that the patient was then transferred to another ambulance company who used their device to continue care.  The patient, a 65 year-old female, survived the event. Upon evaluation of the customer's device, physio observed a service indication was present and that the unit would not detect ECG while in paddles lead ECG.  The device would begin to charge, then almost immediately disarm without delivering the shock.  As a result, therapy would not have been possible.